Event description:
Per the clinic, no communication could be established with the internal device. Subsequently the device was explanted (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The correct serial number is (B)(4), not (B)(4) as previously reported. This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.